Event description:
The reservoir was removed from the pt because during a hernia repair "it was noted that there was fluid beneath the canal and that the reservoir was already deflated." "Although the pt had this procedure done under sedation, he was not coherent and not possible to find out when the penile prosthesis malfunctioned."